Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer added that after the station stopped responding it powered off and drawers did not lock. No other information was released regarding this event, the issue was resolved by performing a device reboot. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced after rebooting the device. An accidental power interruption might have caused the reported issue. The system functioned as intended.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d5, d9, f7, h6(annexb). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-dec-2021 to 26-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the accidental power interruption. A field service engineer rebooted the system to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer added that after the station stopped responding, station powered off and drawers did not lock. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d4 UDI, d5, e2, e3, g2, h6 g6: this report is follow-up 2 to the initial MDR 2016493-2024-00024. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 26-dec-2021 to 26- dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was possibly caused by the accidental power interruption. The field service engineer did not complete additional steps to test the station. The customer rebooted the system to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer added that after the station stopped responding, it powered off and drawers did not lock. There were no adverse events or injuries reported based on this event.